Manufacturer narrative:
The complaint was not confirmed for the reported issue. Upon receipt of the reported device from the customer, the device underwent 1 volumetric accuracy evaluation at set rate of 3.5 ml/hr with 8.2ml of volume to be delivered and 2 occlusion pressure checks one at 75mmhg and one at 300mmhg. These evals were performed in accordance with the customer contact statement and the review of the device operation log activity. The results of these evals were in spec and are as follows. Volumetric accuracy eval results: 8.4ml or 103% of expected volume delivered. Occlusion pressure check results: 1st test: 81 mmhg, 2nd test: 303 mmhg. Preventative maintenance service was performed. Device operation log review: the operation log shows an infusion start on (B)(6) 2014 at 7:14pm of 3.5 ml/hr with volume to be delivered of 8.2 ml with occlusion pressure setting of 300mmhg. This infusion went into kvo at 9:34 pm and was placed on hold at 9:34 pm with a total volume infused of 8.2ml. The operation log shows an infusion start on (B)(6) 2014 at 9:34pm of 3.5 ml/hr and volume to be delivered of 20ml with occlusion pressure setting of 300 mmhg. This infusion went into kvo at 3:17am and was placed on hold at 3:17am with a total volume infused 20 ml.

Event description:
It was initially reported by the customer that outlook es infusion device caused an infiltration to the pt. The customer contact stated that this incident involved a total parenteral nutrition infusion at a set rate of 3.5ml/hr.